Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer ate candy to address bg and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline. Customer was discharged the following day with the issue resolved and no permanent damage. Customer updated their settings to address the event.